Event description:
Ous MDR - after an implant duration of about (B)(6) weeks, oversensing and a pacing impedance < 200 ohm were reported. Please note that the first lead associated with this device was implanted (B)(6) and explanted (B)(6), the second lead was implanted (B)(6) and explanted (B)(6). No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR.